Manufacturer narrative:
The reported filter leak was not confirmed by investigation. One new list 142560488 set was received for investigation. The received set was leak tested per the product specifications and no leaks were observed. A DHR review could not be performed as a lot number was not provided by the customer.

Event description:
The event occurred on an unspecified date and involved a plumset that had a leakage of taxol on the filter. No additional information was provided.